Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the product was returned and is in the analysis process. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Following completion of the analysis, a f/u report will be filed.

Event description:
Medtronic rec'd info that during aortic valve and aortic arch replacement (valve/graft not identified), the pt developed complete heart block. A temporary pacing lead was implanted and functioned well. It was reported that the two days post-operative, the pt had a cardiac arrest and rec'd CPR for 45 mins with external shocks and implantation of a left ventricular support pump. On the 6th post op day, a permanent pacemaker was implanted. Part of the temporary pacing lead remained imbedded in the heart tissue. There were no adverse pt effects.